Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Additional information regarding the event and the concerned instrument were requested. Investigation ongoing. Device evaluated by MFR: not returned to manufacturer yet.

Event description:
Mobi-c p&f us: inserter knob broken during impaction. As reported, during a case on (B)(6) 2019, the dowel rod handle fall off when the surgeon was impacting. There was an additional inserter. No information received on patient or surgery impact. No information was received on the alleged instrument lot number. Additional information regarding the event and the concerned instrument were requested. Investigation ongoing.

Manufacturer narrative:
Additional information: d4 (UDI number), d10, e1 (middle name, email address, address ¿ line 1, address ¿ line 2, city), h6 (results and conclusion codes) the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that during surgery, the handle fell off the instrument while the surgeon was impacting. No further information was provided.